Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits. A doctor reported a patient visited the office with complaints of pain, burning and stinging in both eyes. The doctor observed irritation in both eyes and observed conjunctivitis and trace superficial punctate keratitis in the left eye only. Patient was prescribed lotemax gel and her eye condition resolved. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and signs reported are consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
A doctor reported a patient visited the office with complaints of pain, burning and stinging in both eyes. Patient also reported her right eye was itchy. The doctor observed irritation in both eyes and observed conjunctivitis and trace superficial punctate keratitis in the left eye only. Patient was prescribed lotemax gel and her eye condition resolved. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.